Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Reportedly the customer is not removing the cartridge air. Tandem clinical support informed customer that not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) level was 136 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.